Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) for unspecified reasons. Pump of the existing ipp was explanted and replaced with a new pump. No information about the patient outcome is available at the moment. Additional information was received. Patient had difficulty getting prosthesis to consistently pump. Patient symptoms started un (B)(6) 2019, one month after implant. No adverse patient effects.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of pump malfunction was confirmed via product analysis. Functional testing identified a failure of the pump inflation test and the pump activation test . Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) for unspecified reasons. Pump of the existing ipp was explanted and replaced with a new pump. No information about the patient outcome is available at the moment. Additional information was received. Patient had difficulty getting prosthesis to consistently pump. Patient symptoms started on (B)(6) 2019, one month after implant. No adverse patient effects.

Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) for unspecified reasons. Pump of the existing ipp was explanted and replaced with a new pump. No information about the patient outcome is available at the moment. Additional information was received. Patient had difficulty getting prosthesis to consistently pump. Patient symptoms started un (B)(6) 2019, one month after implant. No adverse patient effects.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of pump malfunction was confirmed via product analysis. Functional testing identified a failure of the pump inflation test and the pump activation test . Based on the results of this investigation, no escalation is required

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of pump malfunction was confirmed via product analysis. Functional testing identified a failure of the pump inflation test and the pump activation test . Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) for unspecified reasons. Pump of the existing ipp was explanted and replaced with a new pump. No information about the patient outcome is available at the moment. Additional information was received. Patient had difficulty getting prosthesis to consistently pump. Patient symptoms started in (B)(6) 2019, one month after implant. No adverse patient effects.